Event description:
The customer contact reported the pt received more medication than intended. At midnight, line a of channel 1 was programmed to deliver total parenteral nutrition (tpn). Line b of channel 1 was programmed in the piggyback mode to deliver 100u/100ml of insulin and the deliveries were started. No further programming parameters were provided. At 0200, the nurse responded to an unspecified pump alarm and noted the insulin bag was empty. The pt's glucose level was checked and was reported as "okay." It was reported that new bags of insulin and tpn were obtained. The pump was reprogrammed and the deliveries were restarted. After an unspecified length of time, the nurse noted the second bag of insulin was empty. The physician was notified and the pt's blood glucose was checked. The results were not provided; however, the customer contact reported the pt was "stable". There were no adverse pt effects. No medical interventions were required. The device was removed from clinical service. After an unspecified length of time, insulin therapy was resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.